Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a faulty crystal on the single board computer (sbc), designator y1.

Event description:
The customer contacted physio-control to report that their device is unexpectedly resetting itself and then powering off. There was no patient use associated with the reported event.